Event description:
It was reported that the patient was explanted. No further information is available till this point of time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.